Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report patient identifier (B)(6) for the suspect device used in system 1. Other text : will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 495 mg/dl and 100 mg/dl on aviva system 1 compared back to back with a result of 191 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated there were not any strips left, so no product will be returned for evaluation.